Event description:
New information received notes that upon interrogation, loss of capture was observed. The lead was found to be dislodged. The lead was repositioned to a normal position. No adverse events took place.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic, high and intermittent rv capture threshold was observed. The patient was stable and will continue to be monitored.